Event description:
It was reported that there was blood leaking from the tubing around the blood pump during patient treatment. Approximately 100ml blood was loss. No patient adverse event was noted as a result of this event.

Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. The actual device was not returned; however, a photograph was provided for evaluation. Visual inspection of the photo did confirm a cartridge leak; however, the exact cause is unknown; therefore, specific root cause could not be determined. A review of production records for this lot number did not note any related manufacturing nonconformance's that would contribute to this event.